Manufacturer narrative:
Product evaluation: an event of aortic regurgitation was reported. Gross morphological and histopathological examination revealed cusp 2 was torn, cusp 1 contained fibrous pannus ingrowth and all three cusps had a thin layer of fibrin on their outflow surfaces. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however regurgitation is consistent with a torn cusp.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 25mm epic valve was implanted. About 3 years post-implant, aortic regurgitation was observed. The patient's physical activity has since been limited and monitored. In (B)(6) 2017, severe aortic regurgitation was diagnosed at a regular follow-up appointment. On (B)(6) 2018, this valve was explanted due to structural valve deterioration. Upon explant a tear was confirmed at a left coronary cusp along the stent post shared with a non-coronary cusp. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient has been in stable condition postoperatively.